Event description:
It was reported from germany that the seal ring on the attachment device was defective. During in-house engineering evaluation, it was observed that the bearings were worn and loose, the device ran hot and then thimble screw was loose. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. There was no spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose which caused the device to run hot. Therefore, the reported condition was confirmed. It was determined that worn and loose bearings created a situation where it was difficult to insert the cutter. It was further observed that the device ran hot and the thimble screw was loose. It was determined that if a cutter was able to be inserted and the device was ran, it would have created heat from the damaged bearings. The assignable root cause was determined to be due to worn out and damaged bearings that were no longer in axial alignment due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.